Event description:
It was reported that the pta balloon ruptured and detached from the catheter. Surgical intervention was required to removal the detach balloon segment. Patient is reportedly doing well.

Manufacturer narrative:
The lot number was provided and the lot device history records have been reviewed the lot met all release criteria. The sample was returned in three segments. A complete circumferential rupture was observed 2 2cm from the proximal balloon to shaft bond stretching and bunching of the inner guidewire lumen was observed, indicating that excessive force had most likely been applied to the catheter during retraction the balloon was prolapsed over the distal tip and both marker bands were present on the distal segment. No functional testing could be performed. The investigation is confirmed for a circumferential balloon rupture and a balloon/catheter detachment based upon the condition in which the sample was received and photo reviewed the investigation is inconclusive for entrapment as the original conditions of use could not be recreated (I e patient vessel). It is likely that the balloon rupture contributed to the balloon prolapsing over the distal tip, making it difficult to remove from the patient based on the condition of the returned sample (I e stretching observed at the point of detachment), it is likely that excessive force contributed to catheter/balloon detachment. However, the definitive root cause for the balloon rupture could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Specific warnings, precautions and directions for use of the ultraverse 035 pta dilatation catheter are included in the current instructions for use (IFU).

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. A-d: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complaint/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.